Event description:
It was reported by service report that the timing link was bent on the foot left siderail and it was unable to be locked in the upright position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: timing link.